Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the complainant a patient underwent a fentanyl infusion of 500 micrograms (mcg) in 50 milliliters (mls). The infusion was set at 15 milliliters (mls) per hour. Reportedly after 30 minutes a check was done and it was found that 38 milliliters (mls) had been delivered to the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Overinfusion general information: complaint: (B)(4). Information to the sample: model: perfusor space. Article number: 8713030. Serial number/batch: (B)(6). Software version: 688n030005. Hours of operation: 128. Further information: n/a. Investigation results: history inspection: the device history files were read out and analyzed. The customer specified (B)(6) 2024 as the date of the incident. According to the device history, no abnormalities can be found in the device history files. At 12:29 a b. Braun omnifix 50ml was selected. The syringe was filled to approx. 50 ml. The therapy was started with a flow rate of 15ml/h. At 12:34. After exactly 2 hours, the flow rate was changed to 12 ml/ h by the operator. By then, 29.93 ml/ h had been infused. Almost one hour later, the user stopped the infusion at 15:24. A total of 40.08 ml was infused. The total duration of therapy was almost 3 hours. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal on the lower housing were intact and undamaged. No visible damaged parts are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A b.braun omnifix 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: a delivery accuracy measurement according to (B)(4) was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,50%. Accuracy of set delivery rate should be ± 2 % according to (B)(4). Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation.